Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel.

Event description:
It was reported that during implant, the helix would not extend. The lead was not used and was replaced with another lead. No patient complications have been reported as a result of this event.